Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4), per variance 5.currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced unexplained high blood glucose levels. The blood glucose reading was 465 mg/dl. The customer's mother stated that the customer was feeling lethargic and treated with a bolus using the insulin pump. She stated that she was new to the device and was still in the process of figuring it out. She advised that she would continue giving him small amounts of insulin through the insulin pump, and if his blood glucose continued to rise, then she would have him treat with a manual injection. She stated that she would call later to troubleshoot since the customer did not feel well enough to troubleshoot. Nothing further reported.